Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a trial scs system and 2 leads (from the same lot) were placed. The patient reported effective stimulation coverage postoperative. However, 2 days after , the patient experienced abdominal and rib stimulation. Reprogramming was unable to resolve the issue. Fluoroscopy images indicated both leads had migrated. The leads were removed and the patient will undergo an additional trial procedure at a later date.